Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing in greater curvature in a sleeve gastrectomy, the few first pins popped out of the reload but the stapler couldn't continue firing. Surgeon replaced the device to resolve the issue. No patient injury.